Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 178 mg/dl. The customer stated that there was moisture in the reservoir compartment. The customer stated that there might have been insulin leaks. The customer stated that he is unsure how the reservoir was filled with insulin. The customer was advised to clean to dry the reservoir compartment with a lint free cloth or sterile gauze. The customer will be sent a replacement.